Event description:
Initial information was received on (B)(6) 2013 from a consumer. This female consumer used colgate 360 whole mouth clean toothbrush and some bristles fell out. She felt like she was choking and experienced uneasiness in her throat. She began using the toothbrush in (B)(6) 2013 and used it once a day in the office. On (B)(6) 2013, the events occurred and she had a CT scan, which revealed a fish bone like structure in her throat. She had eaten fish on (B)(6) 2013. An ent specialist extracted the bone. On (B)(6) 2013, she experienced the event again and was scoped by the ent specialist. The results were negative. On (B)(6) 2013, she brushed her teeth and had the same feeling again. She continued to brush and realized that the bristles had fallen out from the toothbrush, which looked similar to the other bone like structures. She used the toothbrush for two weeks, discontinuing it in (B)(6)2013. At the time of this report, the consumer had recovered. (B)(4).